Event description:
Additionally, regulatory agency reports lymphoma-alcl diagnosed upon capsulectomy and explant of this device. Cd30 positive was reported. There was not enough tissue present to test for alk.

Manufacturer narrative:
The event of lymphoma- alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to inflammation/irritation. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reports appearance of breast enlargement and redness approximately 15 years after implantation. The device was explanted and replaced. Patient has a history of breast cancer. This relates to the right side.